Event description:
The hcp reported the pt was experiencing signs of drug withdrawal. A catheter dye study was done that demonstrated a leakage. The catheter was explanted and replaced and returned to the MFR for analysis. The pt outcome is reported as "improved." A follow up report will be sent when add'l info is received.